Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached hub is confirmed; however the cause is unknown and an internal investigation is currently ongoing to determine the root cause. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed the purple luer connector hub was missing. Use residue was observed throughout the sample and the ink on the extension legs was observed to be worn and faded. Both lumens of the catheter were flushed and pressurized with a 12 ml syringe of water and were both found to be patent to infusion and aspiration and no leaks were observed. A microscopic observation revealed the break surface to be rough and uneven. Cracks and beach marks were observed on the break surface, which are typically seen in material fatigue failures; however the root cause of the break is unknown at this time and an internal investigation is currently ongoing to determine the root cause. A lot history review (lhr) of rebs0781 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales rep, the facility reported the PICC started to leak and then the hub detached from the catheter. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached hub is confirmed; however the cause is unknown and an internal investigation is currently ongoing to determine the root cause. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed the purple luer connector hub was missing. Use residue was observed throughout the sample and the ink on the extension legs was observed to be worn and faded. Both lumens of the catheter were flushed and pressurized with a 12 ml syringe of water and were both found to be patent to infusion and aspiration and no leaks were observed. A microscopic observation revealed the break surface to be rough and uneven. Cracks and beach marks were observed on the break surface, which are typically seen in material fatigue failures; however the root cause of the break is unknown at this time and an internal investigation is currently ongoing to determine the root cause. A lot history review (lhr) of rebs0781 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales rep, the facility reported the PICC started to leak and then the hub detached from the catheter. No other information was provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebs0781 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales rep, the facility reported the PICC started to leak and then the hub detached from the catheter. No other information was provided.